Event description:
It was reported that the device failed during ventilation and did not continue to ventilate. Pressure measurement failed was shown on the display. No patient injury was reported.

Manufacturer narrative:
The affected device was analyzed by dräger service onsite and the log file was secured for a detailed analysis. The logbook entries show that the device detected a deviation in the flow and pressure measurement module on february 23 at 4:53 a.m. And issued the alarm message "device failure (12)". As a result, a warmstart of the ventilation unit was performed, which did not solve the problem. After the warmstart, the alarm messages "ventilation unit restarted", "device failure (12)" and "pressure measurement failed" were generated and the device stopped ventilation. The emergency air valve was opened to the environment to allow spontaneous breathing. In the device analysis, a defective pcb m4.1 was identified as the root cause of the device error. After the exchange, the device passed a full functional check without any deviation. The device behaved as specified for a malfunction with regard to the flow and pressure measurement module by generating an optical and acoustic alarm message with the highest priority, stopping ventilation and enabling spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during ventilation and did not continue to ventilate. Pressure measurement failed was shown on the display. No patient injury was reported.